Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A quality assurance (qa) manager reported on behalf of the customer that a a2079 mayfield infinity xr2 base unit was used during an unspecified procedure on (B)(6) 2018 and the screw broke. A (B)(6) male patient was in a supine position after he was fixed with three (3) pins. Doctor a slightly adjusted the positioning and then held the clamp to let doctor b tighten. Doctor b tightened to the extent that the device creaks. To confirm it was tightened, doctor a tightened the swivel adaptor screw with the right hand while holding the clamp with the left hand. The screw broke. The patient¿s head didn¿t fall as doctor a was holding the device with one hand. The device was replaced with a metal skull clamp and proceeded with the surgery. There was no patient injury reported. Additional information was received on 19jun2018 stating that there was an approximately 10-minute delay of the pituitary tumor removal surgery with no injury to the patient. Due to the delay. The pins used during the procedure were the a1120 skull pins with lot number w1709143. Patient outcome was reported to be good.

Manufacturer narrative:
The device was serviced at the distributor's facility and sent it back to customer. Therefore, the item was not returned to the manufacturer for physical evaluation. The device history record showed no abnormalities related to reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history was on file. The complaint was not confirmed. The root cause to the end user's experience could not be determined.

Event description:
N/a.